Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 220-263 mg/dl. Verified the strips expired 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 345 mg/dl and 370 mg/dl not fasting. Reviewed meter memory: 465 mg/dl, (B)(6) 2015, 02:40:00 pm, fasting; 398 mg/dl, (B)(6) 2015, 02:40:00 pm, fasting; 427 mg/dl, (B)(6) 2015, 02:39:00 pm, fasting; 428 mg/dl, (B)(6) 2015, 04:01:00 pm, fasting; 445 mg/dl (B)(6) 2015, 04:00:00 pm, fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test stripes evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.